Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (acc tni) results from a multiple pts that was generated by the unicel dxl 800 access instrument. The accu tni results was in the range of 0.73-1.21ng/ml. The results was reported out of the lab. The customer indicated that two pts were subjected to heart catheterization procedure. The customer reported that one would have been recommended due to other indicators. The customer indicated that a following morning an operator noticed that a dispense probe #3 tubing was pinched and the probe was leaking. The operator un-pinched the line, cleaned the leak and replaced the dispense probe #3. The customer then re-peat the pt's original samples for accu tni. The accu tni results were in the range of 0.00-0.23ng/ml. The customer notified physicians and issued corrected reports.